Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer received two occlusion alarms. The customer's blood glucose (bg) level was 490 mg/dl and insulin injections were used to lower the bg level. Tandem technical support performed a system check and found that the cartridge should be changed.